Event description:
Six hours after treatment with bovine collagen pt had onset of a vasospasm that led to pain, lesion, and eventually a small scar. Pt was treated initially with topical steroids, nitropaste and intralesional kenalog. Pt had debridement and culture of scar tissue.